Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. During a procedure involving a 10mmx3.50mm wolverine coronary cutting balloon, the balloon ruptured at 10atm. The device was removed and the procedure completed using another of same device. No complications reported and patient condition was stable.